Event description:
It was reported that the zimmer skin graft mesher had a bent comb. Add'l clinical f/u with the customer indicated that the bent comb was noticed during the cleaning process and there was no pt involvement or impact to a surgical procedure.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 12/07/1999 and was last repaired on 05/28/2013 for a bent comb. Eval of the device verified the comb to be damaged. The roller gear was worn and the left latching pin did not lock or unlock easily. Damage was also observed on the left side plate. Prior to repair, a test mesh and calibration check could not be performed due to the damaged comb. Customer did not return a ratchet or cutters for eval. Improper handling most likely caused the damage to the comb, which most likely caused the customer's reported event. Additionally, improper handling most likely caused the damage to the roller gear, left side plate and bushings of the unit. The device was serviced and returned to the customer.